Manufacturer narrative:
(B)(4). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary (rca) artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced to dilate the lesion. However, during the second inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.